Event description:
It was reported that the physician programmed the pacemaker in the box and let the programmer session opened during implant. After leads connection, the inductive telemetry head was placed under a sterile field in order to program parameters. Ten minutes later, the implantation was finished and the sterile field was removed. From that moment the subject programmer screen froze and reprogramming was impossible. After logging out and then logging in, normal behavior was reportedly restored. Preliminary analysis could not confirm the reported behavior. Reportedly, the programmer will not be returned, therefore no further analysis can be performed.

Event description:
It was reported that the physician programmed the pacemaker in the box and let the programmer session opened during implant. After leads connection, the inductive telemetry head was placed under a sterile field in order to program parameters. Ten minutes later, the implantation was finished and the sterile field was removed. From that moment the subject programmer screen froze and reprogramming was impossible. After logging out and then logging in, normal behavior was reportedly restored. Preliminary analysis could not confirm the reported behavior. Reportedly, the programmer will not be returned, therefore no further analysis can be performed.

Manufacturer narrative:
Please refer to the corrected and updated analysis report.

Event description:
It was reported that the physician programmed the pacemaker in the box and let the programmer session opened during implant. After leads connection, the inductive telemetry head was placed under a sterile field in order to program parameters. Ten minutes later, the implantation was finished and the sterile field was removed. From that moment the subject programmer screen froze and reprogramming was impossible. After logging out and then logging in, normal behavior was reportedly restored. Preliminary analysis could not confirm the reported behavior. Reportedly, the programmer will not be returned, therefore no further analysis can be performed.